Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm force bipolar instrument was broken. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have two (2) bent grips, causing them to be misaligned. The offset at the tips was 2.84mm. Additionally, the instrument was also found to have (on the grip-tips) broken/damaged "insert carbide". There is an assumption of missing pieces but could not be measured in size. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.